Event description:
The patient was inappropriately treated 12 times by the lifevest. The patient was reportedly conscious at the time of the event. Nonsustained ventricular tachycardia (nsvt) contributed to the false detections. The response buttons were not pressed during the event. The patient went to the hospital for evaluation. The patient ended use of the lifevest. No deficiencies were alleged against the device. Patient reported hitting their head off a wall following the treatment. Patient did not report and bleeding, bruising or open wounds on the head. Patient reported firefighters examined the head and administered a shot. Patient was not sure the name of the shot. Patient went to the hospital and it is unknown if any further medical intervention was provided. Patient reported the head injury improved.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.